Event description:
The rptr stated that rptr did back to back blood glucose tests, within minutes, uncertain of different finger sticks. Rptr's results were 100, 207 and 197 mg/dl. Rptr did not have any symptoms. A control solution test was in range. No harm was alleged.